Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the IFU sections: - the instruction manual tjf-q290v operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. - the instruction manual tjf-q290v reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. It was found that the play of the upward/downward knob was out of standard value due to wear of the angle wire. In addition to the foreign object attached to the image guide pipe, other evaluation findings are as follows: the insulation resistance value did not meet the standard value due to a cut on the connecting tube; the bending angle in the up direction did not meet the standard value due to wear of the angle wire; the adhesive on the bending section cover was chipped and cracked; the adhesive around the light guide lens was peeled; and there were scratches on the connecting tube, and the universal cord. The foreign material found has been attributed to insufficient cleaning. The customer provided the cleaning, disinfecting, and sterilization process as follows: it is unknown if the device was cleaned, disinfected, and sterilized before it was sent in for repair. The customer has no idea about the nature of the foreign material. It is unknown if there was any delay in the start of the precleaning or any abnormalities in the accessories used for reprocessing. It is also unknown if the customer wiped the insertion section or if they wiped/brushed the insertion section with clean lint-free cloths, brush, or sponges. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the duodenovideoscope had an angle play separation. There was no report of patient harm. The device was returned, evaluated, and there was a foreign object attached to the image guide pipe. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.